Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.5 inr, qc 2: 5.3 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Upon review of the meter's patient result memory, a value of 8.0 inr was not observed, however, a value of 8 % quick was observed. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated her mother received discrepant results when testing with coaguchek xs meter serial number (B)(4). The reporter alleged the patient received results of 6 inr and 8 inr when testing with the meter on (B)(6) 2020. When checking the meter memory, the time and date settings were found to be incorrectly set. According to the meter memory, a measurement of 6.3 inr occurred at 22:26, a measurement of 6.1 inr occurred at 22:58, and a measurement of 6.4 inr at 23:03. The time of 23:03 was actually around noon on (B)(6) 2020. The reporter alleged there was a result of 8 inr at an unknown time on (B)(6) 2020, but this result was not observed in the meter's result memory. The patient used (B)(6) wipes when preparing her finger for sample collection. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly.